Event description:
It was reported that "leak was found from the flex tube during use on a patient. Therefore, it was replaced with a new unit". Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear in the smooth flo flex tubing. It was also observed that the tubing had stretch mark at the torn area. It is possible that the tubing was torn during use, which can cause the tube to leak. The tube has to be soft and flexible in order to meet the user requirement. As the tube is soft and flexible, it is prone to cracks, tears, and pin holes if it is pulled and/or stretched. The instructions for use (IFU) mentions that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The instructions also mention to check the system for leaks. At the manufacturing site, a 100% visual inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. A device history record review was performed and no relevant findings were identified. The reported complaint has been confirmed. The defect was found during use; therefore it is most likely that the defect occurred due to mishandling by the user.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "leak was found from the flex tube during use on a patient. Therefore, it was replaced with a new unit". Patient condition reported as "fine".